Event description:
During a dilatation procedure, the catheter balloon burst after the 1st inflation. The catheter was removed and replaced with another of the same make and this catheter balloon also burst after the 1st inflation. A competitor's product was successful in completing the procedure with no pt injury or further complications being reported.